Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoirs passed. No occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer received a no delivery alarm during priming and bolus deliveries. The customer's blood glucose was 393 mg/dl. Troubleshooting found insulin was unable to exit during with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when the reservoir was changed. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer agreed to return the reservoir for analysis.